Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infections") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent laparoscopy with left tubal ligation) and surgery (underwent laparoscopy with left tubal ligation). At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, infection and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, fallopian tube perforation, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case was identified as a duplicate of case 2015-247606 and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infections") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent laparoscopy with left tubal ligation). At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, infection and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, fallopian tube perforation, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with second pregnancy cases (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.